Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation the power brick connector was damaged and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
The patient service representative (psr) assisting a (B)(6) year old male patient contacted zoll customer support to report that the patient's charger/modem was unable to power on. The psr stated that she tried to use six different outlets in attempts to power on the charger/modem. The patient was issued a replacement battery charger/modem.